Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and the reported failure phenomenon could not be reproduced. There was corrosion and chemical residue at the electrical contact part of the video connector. The device history record was reviewed and found no irregularities. B30 error indicates communication error between the subject device and video system center. As a result of the evaluation, omsc judged that the subject device meets the specification. Based on the evaluation result so far, omsc surmised the reported failure phenomenon was attributed to temporary communication error between the video connector of the subject device and the video connector socket of the video system center due to corrosion or chemical residue with the electrical contact part of the video connector. The ch-s190-xz-e instruction manual states the corresponding method when there is an abnormality for the device.

Event description:
During an unspecified upper surgical treatment procedure, the subject device was used. In the procedure, b30 error (scope communication error) occurred and the endoscopic image was blacked out. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.